Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They inspected unit and it was unable to duplicate the issue. Inspection of the logs revealed slow speed communication warnings on the event date. Inspected and reseated the connections between the mobile view station(mvs) and the image acquisition system(ias). Verified umbilical cable was properly connected to the image acquisition system(ias). System checkout completed in accordance with the asm. The system is fully functional and has been returned to the customer. Codes b01, c19, d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000967, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system became stuck over the patient during surgery and was in standby mode. The site rebooted the system, and it resolved the issue. This is when the site informed the cs that this has been happening occasionally, but the site was not able to provide any further information on previous instances (stuck in stand-alone mode). This occurred intraoperatively, and there was less than one hour delay. There was no reported impact on patient involved.